Event description:
It was reported that the patient received several different boxes of magic3 hydrophilic coude male intermittent catheters that were bent or curved enough and caused a problem getting them through completely into the bladder. Also stated that the catheters shoved low into the box and ended up curving and the catheters went in fine but was just very slow process of getting through and no medical attention was needed. It was noted that the patient had been using the product for more than 90 days. Per follow-up via phone on 08feb2022, patient had no issues with any catheters they were sent and told to liberator that they did not want any catheters with a plastic tip.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received several different boxes of magic hydrophilic coude male intermittent catheters that were bent or curved enough and caused a problem getting them through completely into the bladder. Also stated that the catheters shoved low into the box and ended up curving and the catheters went in fine but was just very slow process of getting through and no medical attention was needed. It was noted that the patient had been using the product for more than 90 days.